Event description:
It was reported that a revision surgery was necessary, due to ongoing pain. Revision to a mmc cup.

Manufacturer narrative:
This report will be amended when we have received the items and our investigation is complete.